Manufacturer narrative:
(B)(4). Date sent: 7/29/2024. D4: batch # 120c50. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45g reload was received fully fired, with the pan disassembled and the reload body broken. No functional test was performed due to the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 120c50, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic pneumonectomy, after lung grasping, the cartridge had damaged when trying to remove the cartridge to change to black because the tissue thickness was too thick. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.